Event description:
Customer contacted beckman coulter inc. (Bci) regarding discrepant negative (-) urine test results generated by the icon 25 hcg test kits. A urine sample gave a negative (-) result when tested with the icon 25 hcg test kits the serum qualitative result was positive (+) and plasma result was negative (-). There was no affect to patient or user with regard to this event.

Manufacturer narrative:
Investigation by pcd with retains using controls and positive clinical urine (49 and 216.5miu) gave expected results. Patient samples were not submitted for investigation. A clear root cause for this event has not been determined to date. A malfunction will be assumed as a purpose of this report.